Manufacturer narrative:
(B)(4).

Event description:
It was reported "there was a suspected helium leak. When the doctor dealt with the alarm, blood was found in helium pathway. After withdrawing the catheter, teh central lumen had broken. Change the new one. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging box. The sample was returned in a cardboard box and was in a ziploc bag. Upon return, the teflon sheath was noted on the iabc. The short arterial pressure tubing was noted connected to the iabc luer. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Bends to the central lumen were noted at approximately 15cm, 46cm, 55cm and 64cm from the iabc luer. The central lumen was noted broken at approximately 5.3cm from the iab distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some blood was noted within the bladder/helium path-way. The customer photos were reviewed. The photos show a broken central lumen and blood in the helium pathway. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in bladder inflation, which is consistent with the previously confirmed broken central lumen. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. A lab inventory 0.025 in guidewire was back loaded through the iabc distal tip. No re-sistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken cent ral lumen. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire exited the central lumen and entered the bladder at the location of the broken central lumen. Some blood and debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "blood was found in helium pathway" is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted broken near the iabc distal tip, which allowed blood to enter the helium pathway. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the broken central lumen. The root cause of the complaint is unde-termined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "there was a suspected helium leak. When the doctor dealt with the alarm, blood was found in helium pathway. After withdrawing the catheter, the central lumen had broken. Change the new one". No patient injury or consequence reported. The patient's current condition is reported as "fine".